Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ratchet handle broke during reaming of the humerus using humeral reamers. The distal tip of the handle broke where it attaches to the reamers. No surgical delay.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5 corrected: d4 (expiration date). Retracting the reported expiration date in d4, since the device involved is an instrument and instruments do not have expiration dates.

Event description:
Additional information received indicated that the device broke into two or more pieces and all pieces were retrieved from the patient. There was no delay in surgery.